Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info from the importer report: add'l info has been requested, but not rec'd. Associated mdrs: 1018233-2013-00048 and 1018233-2013-00050.

Manufacturer narrative:
(B)(4). Add'l info from the importer report: (B)(6); brand name: pelvitex polypropylene mesh; cat # 4860153; (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The concomitant therapy was the uretex sup urethral support system pelvitex polypropylene mesh. The reason for mesh implantation: vaginal vault prolapse and stress urinary incontinence (sui). The procedure performed is not available per patient records. The complications post implantation include bodily injuries, including any emotional or psychological injuries that patient had resulted from the implantation of the mesh product: stress urinary incontinence (sui), pelvic organ prolapse, infections, chronic pain. Depression and anxiety. The patient felt that the mesh has popped. She also had fecal incontinence.